Manufacturer narrative:
Three unopened slit knives were received in blisters for the report of knives were blunt. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for penetration and were found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. The returned unopened samples were found to be conforming, therefore knives were blunt as described in the complaint was not confirmed. However since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported four blunt knives. Additional information has been requested but not received.